Manufacturer narrative:
Continuation of d10: product ID unk-nv-echelon (unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left ophthalmic segment aneurysm with a max diameter of 4 mm and a 3 mm neck diameter. It was noted that the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that after flushing, the apb-2.5-4-3d-es coil was advanced into the echelon-10 microcatheter. After entering the aneurysm sac, the packing was unsatisfactory. The coil was withdrawn for another attempt; however, it was found that the coil did not retract together with the pusher wire and could not advance forward. The coil was removed from the body together with the microcatheter, and it was observed that the tail end of the coil had partially stretched. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.